Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag had extreme kinking in the tubing making it unusable.

Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. The product was intended to be used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the photo sample noted one opened (without original packaging except white sheet), drainage tubing and the outlet tubing area of a drain bag. Visual inspection of the sample noted that the drainage tubing appeared visibly kinked (>>50% tubing diameter reduction). Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿incorrect assembly operation / components placement / accessories. (Incorrect assembly).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. This product is a bard center entry closed system urinary drainage bag and is sold as single use, non-sterile bulk pack (n=40) with appropriate labeling identification and revision data as well as manufacturer contact information. The case box also identifies the product as not containing latex. The product is designated as prescription only (rx only). Thus, in determining requirements for adequate instructions for use, prescription devices was consulted as appropriate reference. As determined by this assessment, this device may be exempted from instructions for use per the assessment. Corrections: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag had extreme kinking in the tubing making it unusable.